Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tandem-provided usb charging cable became damaged, customer placed electrical tape on charging cable to try and keep it together. The customer's blood glucose level was 80-180 mg/dl. Reportedly, the customer was able to successfully charge the pump using a the same usb cable. A replacement cable was sent to the customer to resolve the issue.